Manufacturer narrative:
The previously submitted regulatory report (refer to rr #3004209178-2015-21339 submitted on (B)(4) 2015 was submitted with an in correct aware date (date MFR rec) of (B)(4) 2015. This date should have been (B)(4) 2015 and was within the 30 day timeline of submission from the date of receipt of the information.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. There was poor communication. The patient was not able to communicate with the implantable neurostimulator recharger (insr). The patient noticed programmer and insr not communicating with the implant in (B)(6) 2015. The last time stimulation was felt was (B)(6) 2015. The last recharging session was 3 or 4 months prior to report. The patient stated that the implant quit working. The patient said that it was not shocking him anymore. The shocking was clarified as stimulation. The patient noticed the implant not working and not stimulating in (B)(6) 2015. The patient had been trying on and off to communicate with the device. The patient had been using it sometimes and sometimes it would come on and sometimes it wouldn't and then the patient could not get it to turn on anymore. The patient was advised to follow up with the healthcare professional (hcp) for a physician mode recharge (pmr). Relevant medical history included: failed back surgery syndrome angina

Event description:
Additional information received from the consumer reported the manufacturer's representative (rep) explained how to get the device to start taking charge again. The patient met with the rep and was reprogrammed. The patient's "box" worked great. If additional information is received, a follow-up report will be sent.